Event description:
It was reported that during a laparoscopic cholecystectomy, the clips did not fire properly. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/25/2023. D4: batch # a9ce1p. Additional information was requested and the following was obtained: "did device not feed clips? (Device fired clips). Did device feed clips sideways? (Yes). Did device not fire clips (jammed)? (No , device fired). Did device fire malformed clips? (Yes). Did device fire scissored clips? (Yes). Did device drop or eject clips? (Yes)". Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with one jaw broken at bifurcation. The device was disassembled and evidence of corrosion was found throughout the broken area. 7 remaining clips were found on the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.